Manufacturer narrative:
Investigation result: one mz1000 sample was received without packaging for investigation. The sample was received connected to an unknown infusion set, which the customer has suggested to be a terumo set; clear residual fluid was present throughout the infusion set. The customer did not provide any lot information but reported that "the connection with the infusion line of terumo was connected, but the connection became loose." Additional feedback noted that this resulted in leakage and occurred a few minutes after connection. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing confirmed the connection between the maxzero and the returned extension set remained secure when connected, as well as when connected to other bd stock products; no inadvertent disconnection occurred throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 product in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) hospital. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector had connection issues. The following information was provided by the initial reporter: the connection to the infusion line has come loose. It was connected to a terumo infusion line, but it has come loose. Additional information received from the customer: could you confirm whether the reported loose connection caused a leak to occur? If a leak occurred, could you confirm what substance leaked out? A leak was observed due to the loosening. It is unclear what leaked out. Please confirm the number of products affected? 1. Please confirm the lot number(s)? Unknown. Please confirm how the fault was identified? A leak due to loosening was detected a few minutes after connection. It loosened again shortly after retightening, so an exchange was performed. Please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? Unknown. Please confirm the infusion set-up ¿ gravity or pump, height of infusion line, entry point to patient, infusion rate and pressure, infusion line set-up (other extensions or accessories) etc? Unknown. Please confirm the make and model of the connecting product(s)? Terumo. Please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? Unknown. Please confirm what substance was being infused during the time of the event? Unknown was there any patient harm? No harm. Was there an under infusion? No problem as it was exchanged.